Event description:
The customer was hospitalized for low bgs. It was indicated that the customer over bolused for high bgs. The customer was disconnected from the pump during rewind and prime. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Explained to the customer the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives.